Manufacturer narrative:
(B)(4). Date sent: 3/25/2025. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, rubber of the trocar loosened and began an air leak. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent 4/29/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 5/2/2025. D4: batch # unk. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the b12lt device was received with the duckbill out of position and present. Due to the condition of the retuned device had no leak tested could be performed to evaluate the reported incident. However, it is known from the history of the device that the condition of the duckbill out of position may lead to insufflation issue. In addition, a trocar from another brand was also received. No conclusion could be reached as to what might have caused the duckbill out of position. A manufacturing record evaluation was performed for the finished device lot 254d40 number, and no non-conformances were identified.